Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The specific reported event could not be confirmed via review of the controller log files. However premature power switching events were observed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An internal investigation has been opened to evaluate the power switching observations. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the affected battery was connected to the controller, and the controller gave an alarm and the display did not show anything. The battery was exchanged. No patient complications have been reported as a result of this event.